Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is not correctly performing air removal step. Clinical support informed customer that not correctly performing air removal step is off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 109 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.